Event description:
It was reported by service report that the brakes cannot be disengaged and the siderail cannot be locked in place. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.